Manufacturer narrative:
(B)(4). Batch #: t94h57. Only event year is known: 2020 the device was returned with the bottom portion of the I blade out of the lower jaw channel; the lower jaw channel was damaged. Due to the condition of the iblade the electrode got separated from the lower jaw. In addition the cable was cut off. Due to the returned condition of the device, no functional testing could be performed with the generator. Therefore, we were unable to investigate further replace instrument as reported the jaw was unable to cycle open and close. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Additional information was requested, and the following was obtained: did the patient suffer any adverse consequences? No. A follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the generator requested the change of the instrument.